Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The complaint sample was not provided for the evaluation. A photo was received and reviewed. A picture with a top foil, a paper lid and a winding former with an inverted re-parked needle and sutures pieces of product provided for evaluation. Upon visual inspection of the pictures a detached needle re-parked in winding former and multiples pieces of the suture in process of degradation was observed. The product contains an absorbable suture and the time of exposure of suture to the environment could not be determined. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition observed in the picture, the assignable cause of damaged product, was caused by suture degradation exposure to environment.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2018 and a suture was used. Prior to surgery, the suture and needle were found broken into many pieces. Upon visual inspection of the pictures provided it could be observed that a detached needle was re-parked in the winding former, and multiples pieces of the suture were in the process of degradation. There were no adverse patient consequences reported.